Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. This record was created for the purpose of submitting an initial MDR. Reference pilgrim complaint number (B)(4) for full details of the complaint. (B)(4). Failure analysis (fa) lab received a vela main pcba. The main pcba was installed into a known good top level unit and powered on. No ¿vent inop¿ condition was found after cycling the unit overnight. No visual anomalies were found. Fa could not reproduce the ¿vent inop¿ issue with the main pcba. The main pcba was scrapped. Failure analysis (fa) lab received and examined a vela power supply and found no problems. Fa installed the power supply into a known good vela unit and found that it functions normally. No problem was found with the power supply; it was not the cause of the ¿vent inop¿ issue. The vela power supply was scrapped. Failure analysis (fa) lab received a vela turbine/muffler assembly (without muffler assembly). The component assembly was installed on a known good unit and powered in operating mode for testing. The reported problem of ¿vent inop¿ was able to be duplicated. The unit was producing a check sum eeprom ((B)(4)) error. This is considered a known issue addressed with an internal action. The turbine/muffler assembly was scrapped. The turbine driver has not been received/found and no failure analysis can be performed at this time.

Event description:
The field service engineer (fse) indicated the unit was due for preventive maintenance (pm) but was also tagged as broken. The fse checked the unit and found multiple errors in log; motor fault, transducer fault and fan fault. Fse ran the unit at previous settings and it stopped after several minutes with a motor fault; "vent inop". Started again after opening up the unit. The unit didn't stop but fse saw a check filter although fan is unobstructed. A pm kit was installed and the main board was replaced. The unit was "vent inop" upon power up. Reinstalled the original main board and verified that unit does cycle. Tried a second main board with same result; vent inop". Troubleshot with technical support, possible turbine, turbine driver or power supply. Tried power supply board, same issue. Replaced the turbine driver and then turbine which finally fixed the "vent inop" issue although original main board and turbine would work together. Completed the pm . Charging battery overnight to run batt test. Batt tested okay.